Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a transmitter that stopped working. No additional event or patient information is available. Data was received for evaluation. However, that data that was provided does not reflect the product at fault. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has voltage. A pairing test was performed and the test passed. Functional testing was performed and the test failed. A review of the shared data log observed a loss of connection. The reported event that the transmitter stopped working was confirmed. The root cause was determined to be a defective transmitter.